Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, a 44 year-old patient, with erectile dysfunction of undefined cause, received an inflatable penile implant on (B)(6) 2019. He went to the doctor on (B)(6) 2023 reporting that the pump was stuck, making it impossible to inflate the cylinders and, consequently, make an erection. The doctor carried out a clinical examination and confirmed that the pump had stopped. The patient underwent MRI, which found no abnormalities. The patient underwent revision of the prosthesis on (B)(6) 2023. The doctor found a rupture in the left cylinder tube, which would make it impossible for the pump to function correctly. The cylinders were replaced, and the pump returned to normal functionality. The patient is currently doing well and has had his erectile function restored.

Event description:
According to the available information, a 44-year-old patient, with erectile dysfunction of undefined cause, received an inflatable penile implant on (B)(6) 2019. He went to the doctor on (B)(6) 2023 reporting that the pump was stuck, making it impossible to inflate the cylinders and, consequently, make an erection. The doctor carried out a clinical examination and confirmed that the pump had stopped. The patient underwent MRI, which found no abnormalities. The patient underwent revision of the prosthesis on (B)(6) 2023. The doctor found a rupture in the left cylinder tube, which would make it impossible for the pump to function correctly. The cylinders were replaced, and the pump returned to normal functionality. The patient is currently doing well and has had his erectile function restored.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubes cylinder 1 and cylinder 2. A separation, surrounded by abrasion, was noted on the exhaust tube of cylinder 1. This is a site of leakage. No functional abnormalities were noted with cylinder 2. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the exhaust tubing of cylinder 1. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubes cylinder 1 and cylinder 2. A separation, surrounded by abrasion, was noted on the exhaust tube of cylinder 1. This is a site of leakage. No functional abnormalities were noted with cylinder 2. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the exhaust tubing of cylinder 1. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot. Corrected date for g3 and d9 (part 2).

Event description:
According to the available information, a 44 year-old patient, with erectile dysfunction of undefined cause, received an inflatable penile implant on (B)(6) 2019. He went to the doctor on (B)(6) 2023 reporting that the pump was stuck, making it impossible to inflate the cylinders and, consequently, make an erection. The doctor carried out a clinical examination and confirmed that the pump had stopped. The patient underwent MRI, which found no abnormalities. The patient underwent revision of the prosthesis on (B)(6) 2023. The doctor found a rupture in the left cylinder tube, which would make it impossible for the pump to function correctly. The cylinders were replaced, and the pump returned to normal functionality. The patient is currently doing well and has had his erectile function restored.